Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/29/2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged. It was noted that there was moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 12/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment from the threads to the left side of the grip pad to the seal. The pump was opened to find no further moisture. An additional battery compartment crack was found from the case seal to the grip pad. The battery compartment threads were stripped and were unable to be secured. The battery compartment cap threads were stripped and the cap was unable to secure to the returned pump or to a test pump. A test cap was able to be secured for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.